Event description:
Customer reportedly obtained results of 235mg/dl, 252mg/dl, 450mg/dl and 182mg/dl on the same device within 10 mins. No action was taken based on device results. No adversek event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.